Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, there was an overcut. This was found until the case was concluded. The surgery was completed, without any delay, with the same reported device. Patient health status is currently unknown.

Manufacturer narrative:
A2, a3: patient information. B5: event description. H6: health impact codes.

Event description:
It was reported that, during a cori assisted ukr surgery, there was an overcut. This was found until the case was concluded. The surgeon tried to do the milling with the drill, however, as he observed the over resection, he decided to turn the ukr surgery into a tkr. The surgery was completed, without any delay, with the same reported device. Patient health status is currently unknown.

Manufacturer narrative:
H3, h6: "the real intelligence cori, part # rob10024, serial # (B)(6) , used for treatment, was not returned for evaluation. Visual inspection could not be performed, device not returned. Functional evaluation could not be performed, device not returned. A log file review was performed. The reported problem was confirmed. Adequate log file data was not provided. Review of screenshots confirms that an overcut occurred when burring the femur. A clinical review was performed. Clinical discussion suggested that the cuts may have occurred due to the bur guard scraping against soft bone. Observations of the over-resected areas appear to be cylindrical cuts parallel to the surface with a wider diameter than the bur. Although visual inspection and functional testing could not be performed since the device was not returned for evaluation, the provided screenshots were able to confirm the reported issue. A definitive cause could not be established, however it is possible that the over-resection may have occurred due to the bur guard scraping against soft bone. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Based on the information provided, the user technique cannot be ruled out as a potential contributing factor to the reported overcutting. The cori¿ user manual recommends working perpendicular to the target surface without exceeding the recommended velocity. The surgeon was ¿not at all¿ satisfied with the surgical outcome and the patient health status is currently unknown. The patient impact included unplanned femoral overcuts with an ultimate conversion to the unplanned tka from the cori¿ assisted uni-knee. This conversion comes to the cost as it loses the benefit of the uni-knee over the tka such as bone sparing shorter rehabilitation and recovery, greater activity levels, bone and soft tissue sparing. An extended post-surgical restorative phase would be anticipated due to the increased surgical complexity of the tka in relation to the planned ukr. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted ukr surgery, there was an overcut. This was found until the case was concluded. The surgeon tried to do the milling with the drill, however, as he observed the over resection, he decided to turn the ukr surgery into a tkr. The surgery was completed without any delay. It is currently unknown if the tkr was performed with manual procedure or if a different device was used to complete the case. Patient health status is currently unknown.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was not returned for evaluation. System log files and screenshots were provided for investigation. Visual inspection could not be performed, device not returned. Functional evaluation could not be performed, device not returned. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Screenshots from the case were reviewed with the clinical support team. The reported problem was confirmed. Although the reported problem was confirmed via log files and screenshots provided, a definitive cause could not be established. One possible cause for the observed overcut may have been due to tracker movement creating a virtual overcut. Another possibility is that the bur guard had scraped against soft bone, removing it or pressing it down when dragging across the surface. It is also possible that the user moved the drill too rapidly, causing cuts due to an improper cutting technique. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. A clinical/medical evaluation was performed. Based on the information provided, the user technique cannot be ruled out as a potential contributing factor to the reported overcutting. The cori¿ user manual recommends working perpendicular to the target surface without exceeding the recommended velocity. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the cutting technique. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.